Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that plastic part on top of reservoir compartment came off. The customer's blood glucose was unknown. Customer stated that reservoir was unable to lock in place when inserted into pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken half of reservoir tube lip, however test reservoir able to lock and click into place properly.